Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error after the customer wore the device while swimming. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a ¿critical pump error¿ image on the display. The caller stated that the back of the insulin pump was cracked; moisture may have entered the device through the crack. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify s/w due to constant blank flashing white light on the display. Device received with a constant blank flashing white light on the display due to moisture damage electronic assembly. Unable to verify critical pump error and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant blank flashing white light on the display. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label fading, cracked select button keypad overlay and minor scratched lcd window.